Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 13. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and fistula. No further patient complications were reported.